Manufacturer narrative:
The following other devices were also listed in this report: triathlon asymmetric x3 patella; cat# 5551-g-350; lot# d966; triathlon cr fem comp #6 l-cem; cat# 5510-f-601; lot# sydek; triathlon prim tib baseplate - cemented; cat# 5520-b-600; lot# bsmm; simplex p speedset full dose 1 pack; cat# 6192-1-001; lot# dlr033. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Device not returned to the manufacturer.

Manufacturer narrative:
(B)(6). An event regarding arthrofibrosis involving a triathlon insert component was reported. The event was confirmed. Method & results: -device evaluation and results: not performed as no items were returned as they remain implanted. -medical records received and evaluation: medical review of this case concluded that the stiffness problem after knee arthroplasty has no correlation with the specific knee device but is an inherent problem of the procedure of knee arthroplasty requiring extensile exposure in a joint that easily becomes the subject of adhesion formation. Prior patient-related problems with scarring in both knees due to prior disease may have played an additional adverse role during rehabilitation. This pi cases problem is mainly procedure-related and has no specific device related aspects. -device history review: there were no reported discrepancies for the referenced lot. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: medical review indicates that the stiffness problem after knee arthroplasty has no correlation with the specific knee device but is an inherent problem of the procedure of knee arthroplasty requiring extensile exposure in a joint that easily becomes the subject of adhesion formation. Prior patient-related problems with scarring in both knees due to prior disease may have played an additional adverse role during rehabilitation. This pi cases problem is mainly procedure-related and has no specific device related aspects. A CAPA trend analysis was conducted for the reported failure mode and concluded arthrofibrosis may result from other factors not necessarily related to the device.

Event description:
It was reported patient was implanted with a right and left knee on (B)(6) 2011. Patient had a bone scan and x-ray which showed no trace of infection or loosening, however, patient is experience pain, swollen knee caps and has pinching sensation when walking or standing. Patient is unaware of the date, but he mentioned doctors removed scar tissue from both knees. Patient reported the right knee has more pain then the left. This report is related to the left knee.

Event description:
It was reported patient was implanted with a right and left knee on (B)(6) 2011. Patient had a bone scan and x-ray which showed no trace of infection or loosening, however, patient is experience pain, swollen knee caps and has pinching sensation when walking or standing. Patient is unaware of the date, but he mentioned doctors removed scar tissue from both knees. Patient reported the right knee has more pain then the left. This report is related to the left knee.